Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family:scs-linear leads, upn: m365sc2352500, model: sc-2352-50, serial: (B)(4), batch: 17139925/17790655.

Event description:
It was reported that patient was experiencing spotty stimulation patterns due to high impedances. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted devices were not returned.